Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient was admitted to hospital for esophagectomy with reconstruction and jejunostomy for feeding. The operation was arranged on (B)(6). At 0745 anesthesia was induced with fentanyl, propofol and rocuronium. At 0810 2-way cvc (arrowgard blue catheter cs-25802e) was inserted in the right internal jugular vein following skin preparation of 2% chlorhexidine solution. At 0822 progressive hypotension and erythematous rash over face, chest and both hands were noted. Cvc was removed immediately. Epinephrine and hydrocortisone IV push were given. At 0824 cardiopulmonary cerebral resuscitation was started promptly until return of spontaneous circulation was observed at 0905. At 0905 ECMO was implanted to support circulation because of poor cardiac output. Chest echo revealed no pleural effusion or hemothorax. The surgery was abandoned, and the patient was sent to intensive care unit for further management. The patient's vital signs stabilized and regained consciousness soon on the same day. The patient was extubated and removed from ECMO. The patient received ccrt later with no signs of long term sequelae.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the patient was admitted to hospital for esophagectomy with reconstruction and jejunostomy for feeding. The operation was arranged on 04/21. At 0745 anesthesia was induced with fentanyl, propofol and rocuronium. 0810 2-way cvc (arrowgard blue catheter cs-25802e) was inserted in the right internal jugular vein following skin preparation of 2% chlorhexidine solution. 0822 progressive hypotension and erythematous rash over face, chest and both hands were noted. Cvc was removed immediately. Epinephrine and hydrocortisone IV push were given. 0824 cardiopulmonary cerebral resuscitation was started promptly until return of spontaneous circulation was observed at 0905. 0905 ECMO was implanted to support circulation because of poor cardiac output. Chest echo revealed no pleural effusion or hemothorax. The surgery was abandoned, and the patient was sent to intensive care unit for further management.the patient's vital signs stabilized and regained consciousness soon on the same day. The patient was extubated and removed from ECMO. The patient received ccrt later with no signs of long term sequelae.